Event description:
Following a second "lasik" procedure to correct the 1st catastrophe in 1999. The rptr is left with: double/triple vision, loss of contrast, haloes, ghosting, glaring of lights at night, unable to read street signs at night, the full moon looks like a moon with 5/6 superimposed moons on it with a haze/glaze. Rptr cannot see the big "e" on the eye chart with the left eye which was supposed to be the "mono eye" and cannot read the newspaper classified print at all with it. Unable to distinguish shapes at night, seen distorted.